Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of this document lists adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that per the echocardiogram that was performed before implant, the right ventricular size and function were normal, mild aortic regurgitation (ar), and mild tricuspid regurgitation (tr) were noted. However, device issues did not cause or contribute to right heart failure, ar, or tr. Additionally, the arrhythmia did not result in clinical compromise. Per the hospital records, the implantable cardioverter defibrillator (ICD) shocked due to ventricular tachycardia (vt) which was likely caused by documented hypokalemia. The vt was not sustained once shocked with ICD. It was noted that the patient has history of paroxysmal atrial fibrillation before implant. For treatment, the device was interrogated, electrolytes were replaced, and oral amiodarone was increased. The treatment resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the reported events; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of this document lists adverse events, including right heart failure, respiratory failure, and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad may not be able to provide the intended flow. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with implantable cardioverter defibrillator (ICD) shocks. Echocardiogram performed on 25jul2024 showed ejection fraction of 10-15%, increased right ventricular size with mild to moderate dysfunction. The aortic valve opened partially with every beat, mild aortic regurgitation, mild tricuspid regurgitation. Right and left heart catherization were performed due to ICD shock, mg 1.4, other labs were within normal limits. The left ventricular assist device (lvad) speed was changed from 5800 to 5400 for optimization.